Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is meant by irregular cut? Will the device be returned? What is the current patient status?

Event description:
It was reported that during a gastroplasty, the making of the gastric pouch it was observed: irregular definition of the staple line, irregular cut (tearing the tissue), and proximal and distal bleeding referring to the staple line, in all loads used (since the 1st staple). The patient needed a blake drain after the procedure, and in the early morning after the procedure, she needed to go to the ICU. 1 day after being taken to the ICU, she returned to her room, but had a prolonged hospital stay.